Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an intertrochanteric femoral fracture surgery, the blade loosen without holding force after it has been half revolved. The surgeon removed the blade noted that the inner line was concave. There was no report on patient injury. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.